Manufacturer narrative:
H.6. Investigation: one sample was returned for investigation. Tubing was successfully primed. An infusion run was conducted. Run was completed without any issues. No air bubbles were found when opening up pump chamber. The customer complaint of that there was fluid back up which caused in a bubble in the tubing could not be replicated. A root cause could not be established. A device history record review could not be performed because a lot number was not provided by the customer. See h.10.

Event description:
It was reported that unspecified bd¿ tubing fluid backed up and caused a bubble. The following information was provided by the initial reporter: material #: unknown batch/ lot #: unknown it was reported that there was fluid back up which caused in a bubble in the tubing. Verbatim: burring fluid bolus, fluid backed up and caused a bubble in alaris pump tubing distally. Device malfunction- that is, the device did not do what is was supposed to do.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident, and without this information, we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed, and (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The initial reporter also notified the FDA on 23 october, 2020. Medwatch report # 0733000000-2020-8037. Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ tubing fluid backed up and caused a bubble. The following information was provided by the initial reporter: material #: unknown; batch/ lot #: unknown. It was reported that there was fluid back up, which caused in a bubble in the tubing. Verbatim: burring fluid bolus, fluid backed up, and caused a bubble in alaris pump tubing distally. Device malfunction, "the device did not do what is was supposed to do."